Event description:
On 1/20/99 customer obtained a rubella lgg result of 3.1 lu/ml. Sample was repeated with results of 105.4 lu/ml, 89.7 iu/ml and 97.lu/ml. Original result was not reported out of lab. No report of impact to pt. No treatment given.